Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc

Event description:
The clinician reported that 3 months after the dental implant was placed in (B)(6) site 30 in the mouth, the implant did not achieve osseo- integration. Clinician noted patient's pain and swelling. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 30 in the mouth, the implant did not achieve osseo- integration. Clinician noted patient's pain and swelling. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).